Event description:
A 4 port manifold in use during cardiac catheterization and air bubble detected in the coronary vessel after 3rd injection of contrast. Dates of use: 2009. Diagnosis or reason for use: diagnostic cardiac cath in presence of acute mi. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: no.